Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. The pod was worn between 4 and 24 hours on the leg. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
During the investigation a internal tear was found in the soft cannula. The internal tear caused insulin to leak into the device. The leak caused corrosion on the bottom battery and the pcb and prevented download of the data. Contamination caused by the leak was found on the commutator cap. The internal tear in the soft cannula resulted in the observed fluid inside the device. During the investigation damage was found on the commutator cap. The found damage did not contributed to the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.